Event description:
It was reported that the pt started having pain over the implantable neurostimulator (ins) site last week. The pain got progressively worse and the pt went to the ER, where they found nothing wrong. The pt experienced a shocking or jolting sensation several times a day and wondered if it was related to his recent diagnosis of shingles. Additional info received from the hcp reported that the pt suffered a fall from a ladder. Impedance checks were done on (B)(6) 2011 and were normal. The hcp considered the tearing of scar tissue around the ins site following the fall as a possible cause of the pain. The hcp injected local anesthetic into the ins pocked and the pt reported a decrease in pain following the injection.

Manufacturer narrative:
(B)(4).